Event description:
In 2008, the home pt (hp) contacted baxter's technical svc center regarding a system error 2240 (air in line) alarm that appeared on the home choice (hc) unit during dwell 2 of 4. The hp stated that the fill bag fell off of the set up. The technical service rep (tsr) explained the alarm and had the hp close all of the clamps and cycle the power off/on. System error 2367 was received. The tsr had the hp disconnect from the pt line and cycle the power off/on. On the following month, the nurse was contacted and stated that the pt developed peritonitis. On ten days after the original date, the hp presented with symptoms of abdominal pain and cloudy effluent and was diagnosed with peritonitis. There was no exit site or tunnel infection. The nurse suspected that the peritonitis was caused by a bladder problem, prostate problem or constipation. A cell count was performed on the peritoneal dialysis effluent on that day. The leucocytes were 4000 and polyphils were over 50%. A culture was performed on the same day, and escherichia coli was identified. The hp was given ancef for five days, gentamycin for six days. The hp was also given fortaz for twelve days. The medication dosage regimen and routes were unk. The hp reportedly recovered from this peritonitis episode during medication and has continued with therapy as usual.